Manufacturer narrative:
The customer was contacted, and he reported he would not return the alleged product for evaluation. Device will not be returned.

Event description:
Customer reported the check button on the infusion device does not function, and he was unable to clear an e8 power interrupt error. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.